Event description:
Additional information received identified that patient experienced positional headache that was related to cerebrospinal fluid leakage. The issue was resolved without sequelae.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up identified that the patient experienced dizziness which has also reportedly resolved.

Manufacturer narrative:
The report of a csf leak was not confirmed. This issue cannot be confirmed with product analysis. The lead was returned cleanly cut in 2 pieces. The lead body was clear with minor tooling marks on the lead body. Both segments passed continuity testing on all channels. The cause of the reported issue could not be determined.

Event description:
Related manufacturer reference number: 1627487-2021-02192, 1627487-2021-02193.

Event description:
Additional information received, identified that surgical intervention was undertaken. Where in the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 1627487-2019-10874. It was reported that the patient experienced a cerebrospinal fluid leak following a lead placement procedure. The patient underwent surgical procedure on (B)(6) 2019 during which a blood patch was done resolving the issue.